Manufacturer narrative:
The insulin pump was received with intermittent escape and act button response due to corroded keypad traces. The pump was received with cracked case at display window corners, broken belt clip slot, cracked battery tube threads and minor scratches on lcd window. The pump was received with corroded battery tube.

Event description:
It was reported of button error alarm. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.